Manufacturer narrative:
On (B)(6) 2019 hematoma patient code was erroneously added. Hematoma code was removed after secondary review more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was erroneously omitted to report that it was reported on (B)(6) 2019 that the device has been discarded. In addition, it was erroneously omitted that the date of explantation was (B)(6) 2019. The patient experienced right-sided hematoma. The replacement devices were mentor memorygel breast implant 800cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/27/2019, it was reported to mentor that the patient experienced soft tissue necrosis and symptomatic rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. Concomitant medical products: 800cc mentor memorygel breast implant, catalog # 3508004bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with 800cc mentor memorygel breast implants and experienced rupture and baker grade iii capsular contracture on the right side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.